Manufacturer narrative:
Three random sealed reservoirs were tested per specifications. The reservoirs passed, no air bubbles were noted during testing.

Event description:
It was reported that the customer received a no delivery alarm. Customer's blood glucose level at the time 260mg/dl. Troubleshooting occurred, and it was determined that the customer had air bubbles in their reservoir. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.